Event description:
It was reported that the patient had pain at the pocket site after 2-3 years of having the device. It was also noted that it feels warm where the device was. It was further noted that this started 3-4 weeks ago. There was reportedly no falls or trauma that the manufacturer representative was aware of. It was further reported that the patient could not tell if their skin was red where their device was. It was later reported that a manufacturer representative would be meeting with the patient on (B)(6) 2014 to check impedances on the device. Additional information received reported that the patient cancelled their appointment to meet because the patient stated that she was no longer feeling discomfort at the pocket site.

Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product typel lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).